Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, low blood pressure, vomiting, felt unwell and pain around exit site. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with intraperitoneal meropenem (for three weeks course) and unspecified oral antibiotics for the events. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.